Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, post-paced t-wave oversensing was observed via segms. Patient was asymptomatic. Reprogramming the device was recommended.